Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire became stuck in the lead when trying to remove it. The wire could not be advanced or retracted. The lead was not used and a new lead wire was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the boston scientific whisper wire was buckled in the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.